Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI : (B)(4). Reported issue: units solution level was not reading properly. Device evaluations results/investigation findings: review of the most recent repair records determined the unit was not registering fluids in the cylinders. The floats were stuck under bio-burden preventing them from floating and correctly registering fluids. The technician was about to clear the bio-burden and tested the unit. The unit was returned to service without issue. Root cause: the level sensor is required to read and report fluid level in the cylinders in order for the unit to function as intended. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time. Level sensor failures are a well-known failure mode, with no allegations of harm or injury to a patient. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the units solution level was not reading properly during cleaning. Bioburden was causing the floats to read incorrect levels on both cylinders. No adverse events were reported as a result of this malfunction. There was no patient involvement, no harm, no delay.